Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with one proglide device in the left common femoral artery (lcfa) was attempted using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The arteriotomy was 21fr. Reportedly, the first proglide device used on the lcfa had an issue of the plunger coming loose from the proglide body, the plunger was not deployed on this device. Two additional proglide devices were used for successful suture placement using the preclose technique in the lcfa. Two proglide sutures were successfully placed in the right common femoral artery (rcfa) using the preclose technique. The evar procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures of the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported plunger coming loose was not confirmed and was determined to be possibly related inadvertent handling. The investigation determined the reported difficulties related to the loose plunger and the subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, a potential product quality issue was identified. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.